Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to complete the occlusion and excessive no delivery tests due to the prime anomaly. The device passed the self test, off no power and motor tests. All operating currents are within specifications and no unexpected low battery or off no power alarms noted. A cracked case, scratched lcd window, cracked reservoir tube lip and missing end cap sticker also noted.

Event description:
It was reported that the customer had high blood glucose. Paramedics were called and customer was transported to the hospital. Customer's blood glucose reading at the time the paramedics arrived was 749 mg/dl. Caller stated that the customer was having issues with the insulin pump. Nothing further was reported.